Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. The received customer allegation regarded flickering light and the issue was considered as a non-reportable. On (B)(6) 2023, the getinge service technician arrived on site and discovered corrosion inside the device on the metal structure and the led segment board with indication of the presence of dried liquid. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d1 brand name, d4 version or model #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d1 brand name: powerled ii. Corrected d1 brand name: maquet powerled ii. Previous d4 version or model # : ard567910957. Corrected d4 version or model # : ardpwt209011a. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. On 7th july 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. The received customer allegation regarded flickering light and the issue was considered as a non-reportable. On 3rd august 2023, the getinge service technician arrived on site and discovered corrosion inside the device on the metal structure and the led segment board with indication of the presence of dried liquid. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Based on an information gathered, the device was repaired and returned to clinical use based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturers. As they stated: according to the information provided the presence of water in the surgical light is the result of a water leakage from the facility, it is a phenomenon external to the device. This problem is not related to the device, the pwdii surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.